Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was noted that the 75,000 atrial high rate episodes had used up device memory as the memory had not been cleared as the patient had not been followed for greater than one year.

Event description:
It was reported that the atrial high rates were possibly the result of far field r wave oversensing. The device is still in use. No patient complications have been reported as a result of this event.